Event description:
It was reported that t: slim x2 pump battery would not charge, with a power source alert appearing and the charging connection not being recognized despite using multiple working outlets, wall adapters, and charging cables, and there was no pump shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump. Technical support arranged shipment of replacement pump.